Event description:
The pt underwent a laparoscopic converted to open lar procedure due to rectal tumor. Side to end anastomosis was performed with the colonring. According to the report, fetal anastomosis dehiscence occurred after only 12 hours, with the ring fixed in pelvic floor and colon slipped out of the ring in total. The pt left the intensive care ward and is getting better.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (novogi (B)(4)) and the importer (B)(4) as novogi (B)(4) serves as the designated complaints handling unit or both facilities. The device has not been returned for eval therefore no further info is currently available and no conclusions could be drawn based on the available info. Device return is anticipated and a supplemental follow up report will be sent to FDA in case that additional info becomes available following device eval. Anastomotic leak/dehiscence is one of the most common anticipated complications of colorectal procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate found with the use of the device is within the low range reported in the literature for anastomosis devices.